Event description:
The following information was reported: was unable to retract the sheath back to the handle after deploying the sealant, manual compression was applied for 20 minutes. The patient was not hospitalized. Coronary procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.